Event description:
Suture breakage post op: customer reports that suture broke in the immediate post-op period following ventral hemiorrhaphy with mesh repair. Breakage was observed by nurse following pt extubation. Pt was returned to the or for repair/reattachment of mesh.